Event description:
The customer reported the display blank. The inability to make changes to the patient settings may be detrimental to the patient. No patient involvement reported.

Manufacturer narrative:
This failure was caused by a loose connection at the backlight inverter cable p/n ¿ (B)(4) (date code (B)(4)) on the con 1 side of the board. Reseating this backlight inverter cable corrected this failure. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. This failure was caused by a loose connection at the backlight inverter cable p/n ¿ (B)(4) (date code (B)(4)) on the con 1 side of the board. Reseating this backlight inverter cable corrected this failure.